Manufacturer narrative:
(B) (4). Due to (B) (6) 2010 code deletion, (B) (4). Follow-up with the user facility revealed a revised patient (B) (4); device model and serial number correction. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4)

Event description:
It was reported the lead sustained a fracture in the pace/sense electrode resulting in inappropriate detections. No inappropriate therapies were delivered. The lead was explanted and replaced. No patient complications were reported as a result of this event.